Manufacturer narrative:
Unit was unable to prime during prime/delivery test due to moisture damage on back pressure sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Missing end cap sticker and cracked battery tube threads noted. Unit had cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she had unexplained high blood glucose levels even after set changes. Blood glucose level at the time of the incident was between 288 and 324 mg/dl. Blood glucose level at the time of the call was 220 mg/dl. The customer reported that the high blood glucose levels were treated with the insulin pump. The customer also reported that the insulin pump's battery compartment was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.